Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (500.0 mcg/ml at 299.80 mcg/day) and bupivacaine (5.0 mg/ml at 2.9980 mg/day) drug via an implanted pump. The indication for use was spinal pain. It was reported the patient complained of sudden onset of migraine like headaches in positional in nature on (B)(6) 2018. The patient also had a disabling head pain consistent with that of a spinal puncture, therefore an epidural blood patch was performed. The clinical diagnosis was positional headache. It was indicated the event was related to the implant procedure. Medical or non-surgical therapy was performed on (B)(6) 2018 and the issue resolved without sequelae on that day. The patient's weight was (B)(6).